Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that there was damage to the pump housing surrounding the usb port, which affected the customer's ability to charge the pump. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent, and the customer continued to use the pump to ensure uninterrupted insulin therapy.